Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was it was reported that the patient¿s pump was alarming. Per this reporter the patient was part of an experimental program and the patient had moved. The patient received a letter stating they were no longer part of the program as the patient violated the agreement. Per this reporter she believed the violation was that the patient had to move. The patient was sent a letter which said they would remove the pump within a certain time frame, however by the time the patient received the letter it was past the certain time frame. The patient was not able to find a physician who would manage the patient, fill the pump or remove the pump. The pump has been implanted for 8 years and had not had any medication in the pump for over a year. The pump alarm was in (B)(6) 2016. The reporter thought the drug in the pump at the time it ran out was fentanyl but wasn¿t sure. The dose or concentration was not known. The physician had the patient on oral dilaudid, soma, and valium which the reporter thought was for muscle spasms. It was also noted that the patient¿s managing physician/internist was concerned about the pump remaining in the patient. The patient also lost a lot of weight which was due to dietary and medication changes and not related to the therapy. The reporter was seeking a physician to remove the pump. There were no patient symptoms and no further patient complications have been reported as a result of this event.

Event description:
The indication for use was not reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient left the practice in (B)(6) 2016. The patient had a pain clinic in (B)(6). The patient had fentanyl in the pump when they left the practice. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient was chronically complaining of hip and back pain. The date of onset was unknown. At the time the patient ran out of medication her pump possibly had a "numbing medication." It was reported that the pump should already be over the 7 years and should be fully depleted. Due to the age of the pump the patient could not have magnetic resonance imaging. No further complications were reported.

Manufacturer narrative:
The correct date MFR rec was (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient's pump had been empty since (B)(4) 2016, because the patient was a ward of the court; they couldn't find anyone to remove the pump, and it had never been their aim to refill it. When they moved to sc, they couldn't find anyone to remove it, and she was going to a clinic. On top of the fentanyl in the pump, they were giving her oral valium, dilaudid, soma and other things as well. Eventually the doctor weaned her off all that medication, but they had never been able to find anyone that would see her and refill it. The patient's internist wanted to do an MRI (magnetic resonance imaging); they questioned whether or not she could have an MRI and were told yes. The reason for the MRI was because the patient had hip and back pain, so they didn't know if it was related. It was unknown when the pain started. They had been hearing the alarm periodically. They were told about MRI guidelines, and that a manufacturer representative would need to come check the pump after the MRI and disable the alarm that was going off all the time. They were given a list of healthcare professionals (hcp) in the past but hadn't been able to find a doctor. The patient would follow up with the hcp.